Event description:
It was reported that a shaft break occurred. A 2.00 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for treatment on a percutaneous coronary intervention (pci). During the procedure, the device was unable to cross the lesion, a resistance was felt during the withdraw, then a separation on the shaft occurred. The device was removed from the patient. Procedure was completed with a different device and there were no patient complications.